Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons are ripping apart [device breakage], issues [unevaluable event]. Case narrative: consumer reported via email that the tampons are ripping apart during use. No injury was reported.